Event description:
It was reported that the patient developed skin inflammation and an infection at the pod¿s insertion site. It was reported that the patient received antibiotics to treat the infection. The patient could not be reached after 3 good faith effort attempts were made. No further information is available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.